Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, itchy rash on their back. The patient was given a prescription of prednisone from their physician. During a follow-up, it was reported that the patient's irritation improved. The nurses used a medicated powder when bathing and hydrocortisone n the affected area.